Event description:
It was reported that during testing, patient interface has wireless intermittent connection issue. A software update screen pop up even though the system was currently running latest software. There was no known patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) /225015568 , ubd: , UDI#: (B)(4) h2: device mfg date: 31.08.2022. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm-b21 fdr-c21 fdc-d16 and img-g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis that customer compliant confirmed with console by replacing the carrier radio module board (crm) and power management board (pmb). Older software was prsent h6: previously applied fdm-b21, fdr-c21, fdc-d16 and img g02030 codes are no longer applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) h3: the product analysis found that the reported fault was traced to console failure and was not related to the patient interface. A dditionally, there was a missing shroud and older software present. H6: previously applied fdm-b21, fdr-c21, fdc-d16 and img-g02005 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.